Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection one month after the implant of a cardiac resynchronization therapy pacemaker (crt-p) with an absorbable envelope. The entire system was removed. No further patient complications have been reported as a result of this event.